Event description:
An alarm issue was reported with the adc device. The low glucose alarm did not sound, and customer was not alerted of changes in glucose level. As a result, the customer experienced hypoglycemia, loss of consciousness, and a head wound requiring stitches as a result of losing consciousness. Customer was seen at a hospital where they were treated with intravenous glucose. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The customer's product has been requested for investigation. A follow-up report will be filed once additional information is obtained. The reported product will be investigated once received from the customer. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. N/a was selected for PMA/510k as customer is using fs libre 3 sensor with fs libre reader. Fs libre 3 sensor with reader is not approved for market in us, however libre 3 is same/similar to libre 2 which is currently on market in the us. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc device. The low glucose alarm did not sound, and customer was not alerted of changes in glucose level. As a result, the customer experienced hypoglycemia, loss of consciousness, and a head wound requiring stiches as a result of losing consciousness. Customer was seen at a hospital where they were treated with intravenous glucose. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned and a valid serial number has not been provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.